Event description:
This supplemental report is being filed to provide additional information that the patient's hematoma was successfully treated by the doctor. The system was also reprogrammed. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. This occurred approximately three weeks post-implant. The patient also had a pacemaker implanted at the same time. The patient now has a significant hematoma. The shock impedance is low but within normal limits. The myopotential noise could be reproduced during the office check. Technical services recommended some testing and programming options. The system remains implanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. This occurred approximately three weeks post-implant. The patient also had a pacemaker implanted at the same time. The patient now has a significant hematoma. The shock impedance is low but within normal limits. The myopotential noise could be reproduced during the office check. Technical services recommended some testing and programming options. The system remains implanted. There were no additional adverse patient effects.